Manufacturer narrative:
Initial and final MDR 2082630 - MDR - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient experienced two events of kinked cannula on 25-nov-2024. Patient noticed symptoms within three hours of insertion. The site of insertion was abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.